Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable became damaged and could no longer be used to charge the pump. A replacement cable was sent to the customer to resolve the issue. There was no reported adverse impact to customer's blood glucose level.